Event description:
It was reported that the electric dermatome power supply had surged and the fuses were blown. Additional clinical information determined that the reported issue had occurred while performing maintenance on the device. The device surged occurred at the time the ground wire hit the circuit board. There was no pt or surgical involvement.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.